Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coil), penumbra smart coil detachment handles (handle) and a non-penumbra microcatheter. During the procedure, the physician advanced a smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. The physician then attempted to detach the smart coil using a second handle, but it was unsuccessful. Next, the physician broke the pusher assembly of the smart coil and attempted to manually detach the smart coil, but it was also unsuccessful. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the second handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up: section g box 3. Report source.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that only the pusher assembly was returned for evaluation. The embolization coil was detached from the pusher assembly and not returned for evaluation; therefore, the reported complaint could not be confirmed. Further evaluation revealed the pet lock was not present, and the pusher assembly and pull wire were kinked and fractured on the proximal end of the pusher assembly. This damage was likely a result of the detachment attempts made during the procedure. Based on the returned condition, the root cause of the detachment issue during the procedure could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up: 1. Section e box 3. Other occupation (description) 40 characters max.